Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a percutaneous procedure attempting to treat a 100% occluded anterior tibial artery. The command 18 st guide wire was advanced with a non-abbott support catheter when the guide wire became lodged in the anterior tibial artery. During the attempt to remove the guide wire, approximately one cm of the wire separated in the vessel. Attempts were made to snare out the separated segment, but were not successful. There is no concern for embolization as the guide wire is in a chronically occluded vessel. The procedure was aborted and the patient remained stable throughout. There was no additional information provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported detachment of the guide wire core was confirmed. The reported failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as they were based on procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported difficulties and patient effect of [guide wire] embedded in the vessel appear to be related to interaction with the 100% occluded anterior tibial artery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: patient code 2687 was removed and replaced with patient code 1204.